Event description:
It was reported to medtronic minimed that the customer dropped the pump on the floor and it cracked. The customer stated that the damage was at battery compartment side. Also alleged of the serial number label was rubbed off. The customer reported no adverse event. The event involved product mmt-1780kpk. Troubleshooting was performed for the labeling/packaging and cosmetic damage, the serialized device was replaced. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan per health care professional instructions. Mmt-1780kpk was requested and the device was returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. P-cap locked in place properly during testing. Unit was received with cracked case (battery tube), cracked case-corner of belt clip rail, battery tube threads - cracked, missing display window/cover, cracked keypad overlay, label damage (faded), pillowing keypad overlay, scratched case and cracked retainer. In summary, customer allegation for cosmetic damage was confirmed during visual inspection when label damage (faded), cracked case (battery tube) and cracked battery tube threads were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.